Manufacturer narrative:
Follow-up #1 date of submission 12/15/2015-product analysis:the device was returned and evaluated by product analysis on 11/30/2015 with the following findings:the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related issues or evidence of abnormal behavior. The pump¿s total daily dose history was appropriate for the user programmed delivery settings. The pump was manually suspended on 10/28/2015 at 16:53 and manually resumed at 17:13. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 410 mg/dl with extreme thirst, excess urination, extreme drowsiness, symptoms of dehydration, shortness of breath, and trace ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy after replacement, and the pump¿s basal rate and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history; the pump was calculating recommended bolus totals correctly. This complaint is being reported because the alleged serious health event was attributed to an alleged pump issue.